Event description:
Reportedly the lesion was located in the obtuse marginal and was accessed through the right femoral. The de novo lesion was not calcified and not tortuous and approximately 80-85% stenosed. The tight lesion was predilated with a non-abbott balloon and had a decent result. The promus stent was deployed. When post stent angiography shot was taken, a perforation was noted that they could not stop. A paracentesis was performed to remove blood from the pericardium which temporarily worked; however, ultimately the chest had to be cut open in the cath lab to stop the bleeding. After the perforation, the pt experienced a severe pressure drop (into the 30s) and had severe chest pain and trouble breathing. The physician did not think it was a promus device defect but rather there was some tearing of the artery wall during predilatation, and when the stent was put up, it tore the vessel open. No additional info was available. (B)(4).

Manufacturer narrative:
(B)(4). There was no reported product deficiency. Angina, hypotension, and perforation are known adverse events as listed in the promus instructions for use (IFU). Although a conclusive cause for the reported pt effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture or design.